Manufacturer narrative:
This report filed february 26th, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced performance decrement with the device, however the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6) 2016.